Manufacturer narrative:
Event date is estimated. During processing of this incident, attempts were made to obtain complete event information. Further information was requested but not received.

Event description:
Related manufacturer reference number: 1627487-2021-02074. Related manufacturer reference number: 1627487-2021-02075. It was reported that one of the leads migrated and as a result the entire system was explanted and replaced. Reportedly effective therapy was restored.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.